Event description:
It was reported that a spectrum wireless battery "burnt up inside the module". It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed the reported "board burnt up inside module". The device was received with a "check battery" conditions and had corrosion as a result of fluid intrusion with wireless connection capabilities inoperable. The fluid intrusion caused the wireless module flex and radio printed circuit board to fail and rendered the device in-repairable. The device was retired from service.